Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy stent was selected for use. However, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy stent was selected for use. However, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported. Synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were lifted on proximal stent strut row 1. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 04:56 pm CT. The report number is being corrected from: 2134265-2018-64231 to: 2134265-2018-63256.